Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Visual inspection was performed and there were no broken pieces found at the wrist. The instrument was removed from the cannula without any issues. Additional information not reported by site: the instrument was found to have damage of the conductor wire¿s insulation at the distal end. This failure is commonly caused by misuse handling/ misuse. The instrument passed the electrical continuity, and all intuitive motion tests. The housing was removed and it was discovered that the clamping pulleys had some contamination on their surface, but the cables underneath the housing showed no signs of damage or corrosion. The grip cables were removed from the maintube and no damages or contaminations were found on any of the hypotubes. The instrument was reported to be fully functional. It was confirmed no pieces or fragments found to be missing from the instrument. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that during the da vinci-assisted paraesophageal hernia repair surgical procedure, the force bipolar instrument was stuck on tissue. The surgeon had to cut around the tissue that was being removed as part of the planned surgical procedure, and no additional surgical intervention was required. However, the site could not confirm if any instrument fragment fell inside the patient and was retained. Failure analysis did confirm that the were no pieces or fragments were found to be missing from the instrument.

Event description:
It was reported that during the da vinci-assisted paraesophageal hernia repair surgical procedure, the force bipolar instrument was stuck on the specimen tissue. The intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the procedure, contacted the technical support engineer (tse). The tse recommended to press the emergency stop button and use the instrument release key (irk.) However, the issue persisted. The tse recommended moving the irk from left to right; the jaws of the instrument did not open. It was found that the "pieces of the endowrist jaws were unhinged." At that time, the staff was not sure if any fragment fell inside the patient. Then it was recommended to remove the instrument with the specimen attached. As a result, the surgeon had to cut around the tissue that was being removed. However, the site could not confirm if any instrument fragment fell inside the patient and was retained. On 02/19/2020, isi contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator stated that when the surgeon was removing the esophageal polyp, the jaws of the force bipolar instrument were stuck on the specimen. It was identified that the jaws of the instrument had unhinged. The tse's recommended troubleshooting steps were completed; however, the issue persisted. Then, the surgeon had to cut around the stuck tissue (the specimen that was being removed). At that time, a little bit of the pus from the polyp fell inside the patient. Then they tried to remove the instrument with the specimen through the cannula. However, it was difficult since the force bipolar instrument was broken. The tse recommended removing the force bipolar instrument and the cannula together to ensure the broken instrument stayed intact. The robotics coordinator stated that she does not believe that any fragment fell inside the patient; however, she cannot confirm that. It was confirmed that the tissue that was cut was tissue that was being removed as part of the planned surgical procedure, and no additional surgical intervention was required.